Manufacturer narrative:
A getinge service technician was authorized for repair. Work performed on 2020-09-16. According to service report 43456605 the reported flow problem could not be duplicated. All functional and safety checks were performed. After passing all tests the device was returned to the customer and cleared for clinical use. Thus the reported failure could be confirmed, but it was no product related malfunction. The log files were analyzed on 2020-09-22. As stated in the result the error message "pump disposable error" could be confirmed. In addition a communication error between disposable and device was found. The most probable root cause is a that the disposable was removed during use or that the coupling was insufficient. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up emdr will be submitted when new information become available.

Event description:
Flow related issue reported. Hls was primed without issue. Once moved to pt to initiate flow it would not flow. No fwd flow as present. Also pump disposable error on screen. Begin contract information: 6934012686 cp gold, 12/24/19-12/23/25. Included: pm parts, travel and labor, repair parts, travel and labor, loaners, 24/7 on-site support (if required), emergency after hours travel / labor, service report documentation, toll-free technical support. Additional offerings: 20% discount on consumables, accessories, spare parts and travel and, labor outside contract scope, 10% discount on rentals, batteries, safety disks and crm (ca), batteries (cp). Equipment covered: cardiohelp, (B)(4). G1122chp7053000. Technicians remarks: flow related issue did not duplicate. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.